Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the tip of instrument was damaged and the endowrist was not moving the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no thermal damage was observed and the customer was unsure if there were any cables broken or damaged at the instrument wrist. There was no material missing or detached from the portion of the device that enters the patient¿s body.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.